Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error and prime anomaly. The customer¿s blood glucose level was unknown. Customer also stated that the pump had keypad anomaly. Customer states that the buttons were hard to press. Customer stated that the pump squirt during the manual prime. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.